Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. A promus element, mr, ous 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with the eighth stent strut on proximal end lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on investigation completed on 19apr2019. It was reported that crossing difficulties were encountered. The 80% stenosed, 36 x 3.0 mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x38mm promus element stent was advanced but could not cross the lesion. The procedure was completed with a different device of the same model. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage.